Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that prior to an unknown procedure, the outer seal was fell off when the sterile package was opened. The outer seal was difficult to assemble with the sleeve. Changed to a new device to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4). Additional information: the cb12lt device was returned in good visual condition. During mechanical testing, the universal seal was assembled to the sleeve without any difficulties. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.